Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated should pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead was unable to be successfully implanted due to physical damage in the electrode end, helix was tried to be re-extended but the spinning of the fixation tool caused something to break so that no torque was being translated down to the helix. It would not extend. The lead was successfully replaced. No adverse patient effects.